Event description:
It was reported to boston scientific corporation that a urology zipwire guidewire was used during a power port insertion in the right subclavian. The procedure was performed on (B)(6) 2014. According to the complainant, during the procedure, the coating of the guidewire was separated approximately six inches from the distal tip down, exposing the tip of the metal corewire. Nothing detached inside the patient. The procedure was not completed due to the reported event. There were no reported patient complications as a result of this event. The patient condition was reported to be stable. Directions for use state: ¿urological guidewires are intended to facilitate the placement of endourological instruments during diagnostic or interventional procedures. These guidewires are not intended for coronary artery, vascular or neurological use."

Manufacturer narrative:
The visual examination of the returned guidewire revealed that 29.2cm of cut/skive was damaged, located 19.9 to 49.2cm from the distal tip in a proximal-to-distal orientation. The guidewire also presented a large radius bend; located 2.50 to 5.50cm from the distal tip. The specimen coating appeared visually and tactilely acceptable per the inspection criteria. Except where noted, the guidewire appeared visually and dimensionally correct. It was noted that the condition of the returned unit was consistent with the complaint incident that the guidewire coating was peeled. The zipwire was introduced by means of a metal needle. Dfu suggests using a plastic entry needle. It is possible that the use of a metallic needle could have caused the peeling of the coating. , the most probable root cause is user/use error.

Event description:
It was reported to boston scientific corporation that a urology zipwire guidewire was used during a power port insertion in the right subclavian. The procedure was performed on (B)(6) 2014. According to the complainant, during the procedure, the coating of the guidewire was separated approximately six inches from the distal tip down, exposing the tip of the metal corewire. Nothing detached inside the patient. The procedure was not completed due to the reported event. There were no reported patient complications as a result of this event. The patient condition was reported to be stable. Directions for use state: "urological guidewires are intended to facilitate the placement of endourological instruments during diagnostic or interventional procedures. These guidewires are not intended for coronary artery, vascular or neurological use."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.